Event description:
The hcp reported that the pt had a loss of analgesia. A kink or occlusion was found in the lumbar area, and fluid could not be aspirated from the catheter. The catheter was replaced in 2008, and the pt was recovered without sequela. The pump was used to deliver morphine 25 mg/ml at 7.396 mg/day, bupivacaine 10 mg/ml and clonidine 0.1 mg/ml.